Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was broken during the device change out. This lead's tip got stuck in the device's header. The lead was surgically abandoned. No additional adverse patient effects were reported.